Event description:
Customer reported that the insulin pump alarmed motor error during insulin bolus delivery. Customer does not recall any significant events leading to the alarm. Device was exposed to a magnetic field. Customer does use the sensor feature and is able to rewind the insulin pump. Blood glucose level is 101 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.